Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was loaded with approximately 400 units. The customer's blood glucose level was 100 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.